Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
It was reported that the patient presented with a history of multivessel disease and strokes. The patient's anatomy was reported to be severe in tortuosity. During the procedure, the patient developed a thrombus, which was treated with lysis. The location of the thrombus is unknown. It was further reported that the patient experienced a stroke during the procedure and expired. The patient's cause of death was due to a brain stem infarction.